Event description:
It was reported that the insulation on the nim needle peeled back. There were no pt complications reported.

Manufacturer narrative:
Device was returned to the MFR for eval. A visual examination showed that blue coating peeled back. It most likely caused by repeated insertion into hard bone.